Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl could not be conclusively determined. It is possible patient conditions. However, this cannot be confirmed. The reported hospitalization may represent cascade effect resulting from the reported pvl. The reported unexpected medical intervention is the result of case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The annulus perimeter and minimum diameter were measured to be 78.5mm and 21.9mm respectively. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the initial position was noted to be high at the non-coronary cusp (ncc). At the second attempt, the valve was able to be implanted successfully at a depth of 3-4mm on the non-coronary cusp (ncc). A mild pvl was noted so post-implant balloon aortic valvuloplasty (post-bav) was performed using the same 23mm, non-abbott balloon as an intervention. After post-bav, the patient developed chest pain. Angiogram revealed coronary arteries were not obstructed. The patient's chest pain subsequently resolved. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. However, follow-up imaging later identified the development of an aortic hematoma for which the patient was admitted in hospital for monitoring. The patient's status was stable and recovering expected to get discharged on (B)(6) 2025.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The annulus perimeter and minimum diameter were measured to be 78.5mm and 21.9mm respectively. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the initial position was noted to be high at the non-coronary cusp (ncc). At the second attempt, the valve was able to be implanted successfully at a depth of 3-4mm on the non-coronary cusp (ncc). A mild pvl was noted so post-implant balloon aortic valvuloplasty (post-bav) was performed using the same 23mm, non-abbott balloon as an intervention. After post-bav, the patient developed chest pain. Angiogram revealed coronary arteries were not obstructed. The patient's chest pain subsequently resolved. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. However, follow-up imaging later identified the development of an aortic hematoma for which the patient was admitted in hospital for monitoring. The patient's status was stable and recovering expected to get discharged on (B)(6) 2025.